Event description:
The customer reported that the system displayed a joystick controller motion error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The remote user interface console was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.